Manufacturer narrative:
No a64 alarm noted. Unit passed self test. Unit uploaded properly using carelink pro and communicated properly with the test bg meter. No communication anomaly noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was having communication issues with the insulin pump. Caller stated that she checked her blood glucose and it did not transfer over to the insulin pump. Customer was requested to complete a self test and the device alarmed failed self test. Alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air; it was recorded in the bolus history. A temporary basal was not programmed before the alarm. Blood glucose value was 392 mg/dl. Nothing further reported.